Event description:
It was reported that removal difficulty occurred. The target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 190cm filterwire ez was used along with a 10.0-31 carotid wallstent. After stent placement, the stent system was attempted to be removed. The tip of the inner shaft of the stent suddenly became stiff around the proximal tip of the implanted stent, making it difficult to remove the stent. When attempting to remove the system from the filterwire, the filterwire was pulled and slipped off. The filterwire could not be stored into the retrieval sheath, as the stent delivery system was still mounted on the filterwire and could not be removed. An 8fr non-boston scientific catheter was used to pass through the implanted stent to pick up the distal filterwire, which was then stowed in the catheter and removed. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to retrieve device status, but further information was unable to be obtained.